Event description:
It was reported that a myocardial perforation occurred during the implant procedure, leading to cardiac tamponade which was managed by drainage. The lead was not implanted. No further patient complications have been reported.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. The user facility has no responsibility to file a 3500a. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.